Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It has been reported that the patient is experiencing pain following her distal femur mets replacement implanted in 2008. The patient requires a revision and has a metal allergy.

Manufacturer narrative:
The investigation concluded that the patient experienced leg pain after surgery during 2008, that was caused by a metal allergy reaction to nickel and cobalt. Initially the patient refused revision treatment due to the pain not being constant. Over the past few years the pain become more constant and therefore after additional patch testing during 2013 and 2017 to reconfirm the metal allergy reaction the patient has decided to undergo revision surgery to resolve the metal allergy/reaction (pain) issue. Additionally in (B)(6) 2013 a design proposal for pin (B)(4) was raised but was subsequently cancelled in (B)(6) 2014 as the device was no longer required. Titanium replacement device, pin (B)(4) has been raised to revise the cocr mets components. Device not returned.

Event description:
It has been reported that the patient is experiencing pain following her distal femur mets replacement implanted in 2008. The patient requires a revision and has a metal allergy.